Manufacturer narrative:
(B)(4). D10: item # unknown, unknown humeral stem, lot # unknown. Item # unknown, unknown glenoid, lot # unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient previously had an anatomic total shoulder arthroplasty performed years earlier and was later revised to a reverse construct. Approximately 2 years after the reverse procedure, the baseplate loosened, and the construct was converted to a hemiarthroplasty with plans for further revision. The patient was being considered for an additional implant solution. Attempts have been made and no further information has been provided.